Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to cholesteatoma (non-device related). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 27, 2023.